Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an asymptomatic patient presented in the emergency room with a device that had post sensed to wave overseeing on the ventricular lead. The patient received both inappropriate atp and hv therapy. The oversensing was noted on the stored electrocardiograms. Reprogramming changes were recommended.